Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to instability, pain. The components were implanted in situ for approximately 1.2 years. The insert and tray component was revised.

Manufacturer narrative:
An event regarding instability and pain involving an triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The arthroplasty was revised due to instability, pain. The components were implanted in situ for ~ 1.2 years. The insert and tray component was revised.